Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). At 10:20 pm on (B)(6) 2019, user requested a 22 unit bolus by entering units of insulin to be delivered while still having iob. On (B)(6) 2019, user requested a 10 unit bolus at 6:16 pm and another 22 unit bolus at 9:33 pm, both by entering units of insulin to be delivered. There were no erratic basal rate adjustments. Cartridge change sequence was completed on (B)(6) 2019 at 7:35 pm with 10.5 units being primed via the ¿fill tubing¿ step, then again at 11:02 pm with 10.2 units being primed via ¿fill tubing,¿ for a total of 20.7 units primed through the infusion set tubing. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user over-corrected. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg less than 54 mg/dl). Customer consumed food or drink to address low bg. Customer did not know cause of event. As event occurred in the past, recommendation was made for customer to discuss event with their healthcare provider.